Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain'), menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia)') and seizure ('seizures') in an adult female patient who had essure (batch no. 627298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, heavy periods, migraine, hypertension, pelvic inflammatory disease and stress urinary incontinence. Concurrent conditions included genital bleeding, stress incontinence, dysuria and hot flashes. Concomitant products included alprazolam, diltiazem, escitalopram oxalate (lexapro), levothyroxine, medroxyprogesterone acetate (depo provera), meloxicam, omeprazole magnesium (prilosec) and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("left coil could not be located on hsg"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain/pain: abdominal"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems/bladder or urinary problems /changes"), vaginal discharge ("vaginal discharge"), seizure (seriousness criterion medically significant), alopecia ("hair loss"), hot flush ("hot flashes"), amnesia ("loss of memory"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems /changes"), polycystic ovaries ("pcos") and premenstrual dysphoric disorder ("other injuries /complications: pmdd") and was found to have hormone level abnormal ("hormonal changes: not specified"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, device expulsion, medical device discomfort, abdominal pain, back pain and dyspareunia had not resolved and the allergy to metals, dysmenorrhoea, psychological trauma, urinary tract disorder, vaginal discharge, seizure, hormone level abnormal, alopecia, hot flush, amnesia, vaginal haemorrhage, polycystic ovaries and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, hormone level abnormal, hot flush, medical device discomfort, menorrhagia, pelvic pain, polycystic ovaries, premenstrual dysphoric disorder, psychological trauma, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events"chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hot flashes, loss of memory". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil could not be located; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2018: ¾ chronic cervicitis with endocervicitis, negative for cervical dysplasia ¾ benign basalis endometrial mucosa ¾ negative for atypia, hyperplasia, malignancy ¾ clinically pelvic pain ¾ left fallopian tube and ovary: multiple follicular and simple cysts of ovary ¾ right fallopian tube and ovary: multiple follicular and simple cysts of ovary. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: information from duplicate case 2019-035169 has been transferred to this case. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain'), menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia)') and seizure ('seizures') in an adult female patient who had essure (batch no. 627298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, heavy periods, migraine, hypertension, pelvic inflammatory disease and stress urinary incontinence. Concurrent conditions included genital bleeding, stress incontinence, dysuria and hot flashes. Concomitant products included alprazolam, diltiazem, escitalopram oxalate (lexapro), levothyroxine, medroxyprogesterone acetate (depo provera), meloxicam, omeprazole magnesium (prilosec) and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("left coil could not be located on hsg"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain/pain: abdominal"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems/bladder or urinary problems /changes"), vaginal discharge ("vaginal discharge"), seizure (seriousness criterion medically significant), alopecia ("hair loss"), hot flush ("hot flashes"), amnesia ("loss of memory"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems /changes"), polycystic ovaries ("pcos") and premenstrual dysphoric disorder ("other injuries /complications: pmdd") and was found to have hormone level abnormal ("hormonal changes: not specified"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, device expulsion, medical device discomfort, abdominal pain, back pain and dyspareunia had not resolved and the allergy to metals, dysmenorrhoea, psychological trauma, urinary tract disorder, vaginal discharge, seizure, hormone level abnormal, alopecia, hot flush, amnesia, vaginal haemorrhage, polycystic ovaries and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, hormone level abnormal, hot flush, medical device discomfort, menorrhagia, pelvic pain, polycystic ovaries, premenstrual dysphoric disorder, psychological trauma, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events"chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hot flashes, loss of memory". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil could not be located; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2018: ¾ chronic cervicitis with endocervicitis, negative for cervical dysplasia ¾ benign basalis endometrial mucosa ¾ negative for atypia, hyperplasia, malignancy ¾ clinically pelvic pain ¾ left fallopian tube and ovary: multiple follicular and simple cysts of ovary ¾ right fallopian tube and ovary: multiple follicular and simple cysts of ovary. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), bladder disorder, other injuries /complications: pcos and pmdd were added. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain'), menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia)') and seizure ('seizures') in an adult female patient who had essure (batch no. 627298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, heavy periods, migraine, hypertension, pelvic inflammatory disease and stress urinary incontinence. Concurrent conditions included genital bleeding, stress incontinence, dysuria and hot flashes. Concomitant products included alprazolam, diltiazem, escitalopram oxalate (lexapro), levothyroxine, medroxyprogesterone acetate (depo provera), meloxicam, omeprazole magnesium (prilosec) and tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), device expulsion ("left coil could not be located on hsg"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain/pain: abdominal"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems/bladder or urinary problems /changes"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), hot flush ("hot flashes"), amnesia ("loss of memory"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems /changes"), polycystic ovaries ("pcos") and premenstrual dysphoric disorder ("other injuries /complications: pmdd") and was found to have hormone level abnormal ("hormonal changes: not specified"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, device expulsion, medical device discomfort, abdominal pain, back pain and dyspareunia had not resolved and the seizure, allergy to metals, dysmenorrhoea, psychological trauma, urinary tract disorder, vaginal discharge, hormone level abnormal, alopecia, hot flush, amnesia, vaginal haemorrhage, polycystic ovaries and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, hormone level abnormal, hot flush, medical device discomfort, menorrhagia, pelvic pain, polycystic ovaries, premenstrual dysphoric disorder, psychological trauma, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events"chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hot flashes, loss of memory". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil could not be located; on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2018: ¾ chronic cervicitis with endocervicitis, negative for cervical dysplasia ¾ benign basalis endometrial mucosa ¾ negative for atypia, hyperplasia, malignancy ¾ clinically pelvic pain ¾ left fallopian tube and ovary: multiple follicular and simple cysts of ovary ¾ right fallopian tube and ovary: multiple follicular and simple cysts of ovary. Lot number: 627298 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain'), menorrhagia ('heavy menstrual bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("left coil could not be located on hsg"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain/pain: abdominal"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), seizure (seriousness criterion medically significant), alopecia ("hair loss"), hot flush ("hot flashes") and amnesia ("loss of memory") and was found to have hormone level abnormal ("hormonal changes: not specified"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on 9-aug-2018. At the time of the report, the pelvic pain, menorrhagia, device expulsion, medical device discomfort, abdominal pain, back pain and dyspareunia had not resolved and the allergy to metals, dysmenorrhoea, psychological trauma, urinary tract disorder, vaginal discharge, seizure, hormone level abnormal, alopecia, hot flush and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, hormone level abnormal, hot flush, medical device discomfort, menorrhagia, pelvic pain, psychological trauma, seizure, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had received treatment for following events"chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hot flashes, loss of memory". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil could not be located. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Events¿ nickel allergy, dysmenorrhea (cramping), loss of memory, psych injury, urinary problems, vaginal discharge, seizures, hormonal changes: not specified, hair loss, hot flashes and loss of memory¿ were added. Reporter, demographics, lab data, essure indication, and essure insertion/removal date were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.